Event description:
It was reported that an ilet user experienced frequent hypoglycemia when announcing meals, with daily lows into the 50s mg/dl and a nadir around 54 mg/dl, which led the user to largely stop meal announcements; the user uses a compatible continuous glucose monitor and was guided to sync data and complete a factory reset, followed by setup and education on proper meal announcements and alert responses, consistent with an identified usage issue rather than a device malfunction. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem, a usage problem characterized by missed meal announcements, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.